Event description:
At the end of an atrial fibrillation procedure, a fracture was noted upon removal of the catheter. During the procedure, the catheter did not function as intended and traditional views were difficult to obtain. The catheter was removed at the end of the procedure and there appeared to be a crack in the outer sheath of the catheter ~5mm below the imaging array. The anterior/posterior mechanism appeared to be broken and did not deflect correctly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.